Manufacturer narrative:
(B)(6). One cadd extension set returned for analysis in used condition. Visual inspection of the pump shows the pump was in good condition. Use testing was performed. Sample was connected and fully priming without difficulty, pump activated and running with no alarms. The customer complaint was not confirmed. No actions taken at this time. No reported adverse effects.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd® extension sets attached to a smiths medical cadd® infusion pump was alarming. There were no reported adverse effects.